Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(6). B5: describe event or problem - additional information. D9: device availability - additional information. G3: date received by manufacturer. G6: report type ¿ updated/follow-up. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional information. H6: event problem and evaluation codes - additional information.

Event description:
It was reported that loss of connection occurred on for receiver with serial number (B)(6). However, receiver with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Receiver charged and will boot was performed and passed. Receiver download retrieved and attached was performed and passed. A review of the share logs was performed and signal loss was found for serial number (B)(6) within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. The reported event of loss of connection is reportable based on receiver loss of connection. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charged and will boot was performed and passed. Receiver download retrieved and attached was performed and passed. Receiver functional test was performed and passed. A review of the receiver logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).